Manufacturer narrative:
The sl-10 microcatheter and the two previous coils in which resistance was encountered were not returned. This coil was returned cleaned. The proximal section of the coil has been buckled back and compressed. As viewed through the sheath, the first secondary loop off the ball tip is severely damaged. The coil was returned severely damaged. The evidence suggests that distal interference inside the microcatheter contributed to the coils severe resistance experienced during advancment. It cannot be determined if this interference was of a fixed or detached nature. In addition; without the return of the sl-10 microcatheter and the other two microcoil systems used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
While delivering the coil (cpl-100254-30/g13974) in the microcatheter(excelsior sl10;str/boston scientific); physician felt a severe resistance so he pulled the coil out from the patient. Once it was out of the body; he found that the coil did not come out from the introducer sheath. This happened three times using the same products (same catalogue#; same lot#). Excelsior sl10, 45° (boston scientific) was used with the second coil. Excelsior sl10,str,(boston scientific) was used with the third coil, however, it is unknown if this mc is the same as the mc that was used with the first coil. It was unknown in what section of the microcatheters was the resistance felt. All three coils were removed from the patient safely. Afterward; the procedure was completed with no further difficulties. There is no detailed information on how the procedure was completed. No patient injury was reported. The third coil will be returned for analysis. Failure analysis found that the returned coil was severely damaged.